Event description:
It was reported that a tlh30 was used during a low anterior resection procedure. It was reported by the affiliate that the stapler jammed after firing. The surgeon could not open the stapler after he stapled the rectum. Fortunately, he could put another stapler (pi30) in, surgeon fired and then cut the tissue of which was jammed.